Event description:
Reporter indicated that patient presents with redness and swelling in the neck area after "vns" replacement surgery due to end of service. A lump was noted in 2001 that was not present the day before. Physician plans to tap the lump and run cultures if he gets blood from it, and explant if he gets pus. Further investigation revealed that the device was explanted and discarded.